Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this cardioverter defibrillator was emitting beeping tones due to high, out of range impedances of greater than 3000 ohms in relation to the right ventricular (medtronic) lead. The patient recently presented to a clinic in liverpool for a routine checkup. The physician requested that data be sent to technical services for further investigation into the rv lead integrity. The rv impedance trend shows variable measurements since february. The change in impedances appears to correlate to a fall the patient had around that time. The patient was hospitalized and said that the beeping tones started after he was discharged. The device had been beeping each morning for the last 4 months, and the patient did not go back to the hospital to investigate further. The patient was sent for chest x-ray, and the physician had been notified regarding the impedance trend. Provocation maneuvers were performed in clinic and no noise was produced. Shock impedances and all other rv lead parameters appear to be stable. The defibrillator's beeper was programmed off at the last check. It was noted that the patient is not pacing dependent. This device and the related lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardioverter defibrillator was emitting beeping tones due to high, out of range impedances related to the right ventricular (non-bsc) lead. The patient recently presented to the clinic in liverpool for a routine checkup. The physician requested that data be sent to technical services for further investigation into the rv lead integrity. The rv impedance trend shows variable measurements since february. The change in impedances appears to correlate to a fall the patient had around that time. The patient was hospitalized and said that the beeping tones started after he was discharged. The device had been beeping each morning for the last 4 months, and the patient did not go back to the hospital to investigate further. The patient was sent for an x-ray and the physician had been notified regarding the impedance trend. Provocation maneuvers were performed in clinic and no noise was produced. Shock impedances and all other rv lead parameters appear to be stable. The defibrillator's beeper was programmed off at the last check. It was noted that the patient is not pacing dependent. This device and the related lead remain implanted and in service. No adverse patient effects were reported.